Manufacturer narrative:
Batch review performed on 24 april 2025. (B)(4) items manufactured and released on 02-april-2024. Expiration date: 2029-03-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional devices involved: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 2337017 (B)(4) items manufactured and released on 22-jan-2024. Expiration date: 2029-01-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation performed by clinical affairs department a few months after primary tkr, the polyethylene insert is found dissociated from the tray. This has happened while the patient was in bed. According to the surgeon, the insert had been correctly implanted at index surgery. Insert dissociation is a very rare occurrence, and in most cases the cause is incomplete clipping during primary surgery. This situation may be determined by visual inspection of the dissociated insert, which is not available in this case. It must be noted that the replacement insert chosen was significantly thicker than the original one, suggesting that a lack of stability (possibly secondary) was found. Also, the anterior configuration of this patient's knee seems to include potential extensor system deficiencies, but of course this is not a cause for dissociation of the insert - it is however a potential cause for reduced stability of the joint. With no explant to examine, no further conclusion can be drawn. Root cause: although it is not possible to confirm a certain root cause, it is likely that the unique challenges of the surgical application resulted in an impediment to fully securing the insert with the possibility that the insert was not fully clipped into the intended position. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Revision surgery for liner dissociation at 3 months from primary. Liner successfully revised (10 to 14 mm).